Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the encoder knob is defective, does not function, failed est, is physically damaged. There was no patient involvement.